Event description:
Connection and electrical issues were reported to the subject pacemaker. Reportedly, during a routine follow up, the following observations were made: rv lead impedance above 3000 kohms, no sensing in bipolar and a threshold above 4v. A re-intervention was performed. During the procedure the physician noted that the lead moved freely in the device header, which could not be tightened when using a screwdriver. A new device was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.